Manufacturer narrative:
A complete lead was returned measuring 58.0 cm. For the reported events of poor sensing and noise. Visual examination and x-ray examination found on anomalies. No conductor fractures or internal shorts were found. The reported events were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure the right ventricular lead exhibited noise and poor sensing. The lead was not used and a new lead was implanted. Patient condition was stable.